Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that following an ipg explant procedure (MFR report #: 3006630150-2018-00465), the patient¿s wound was not healing and was draining a clear fluid. It was noted that there was no infection. The patient underwent a lead explant procedure. No device malfunction was suspected.